Manufacturer narrative:
A ge svc rep performed an onsite investigation. The filament driver printed circuit board was replaced and the filament was calibrated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that there was a filament error, the exposure switch stuck and the lift failed during a procedure. No pt injury was reported.